Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on (B)(6) 2024. During functional testing, the reported problem was not duplicated. The pump passed air-in-line testing with no issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On (B)(6) 2024 zyno medical received a report that a pump did not alarm air in line when air made it to the air-in-line sensor. "While watching the pump, it would start to pull a drop and then it would suck back into the bag. Upon opening the lever to inspect the tubing after stopping the infusion, the tubing was completely suctioned to itself, but the pump continued to act like it was infusing without throwing any kind of alert." Medication involved was leqembi. It was a continuous time over volume infusion with a time of 1 hour for 250 ml. No patient harm reported. The pump was returned for evaluation on (B)(6) 2024.